Manufacturer narrative:
The investigation by ge healthcare (gehc) has been completed. Testing concluded that all safety mitigating devices were functional, and the system met all specifications as designed with one exception of coherent noise. Coherent noise does not impact the safety of the system nor the coil performance. The root cause of the injury was determined to be inadequate patient padding for the MRI procedure. The operator manual and general clinical practice recommended that adequate padding between the patient and the coil /cable is required to prevent any anatomical looping that could result in warming or burns. The operator did not have adequate padding nor use the proper coil cable routing to prevent any possible burns. The operator documentation describes the appropriate safety measures for padding patients for mr exams. The mr operator has the final responsibility for the use and placement of non-conductive mr compatible padding and preparation of the patient, prior to starting the mr exam procedure. No further actions are planned by gehc.

Manufacturer narrative:
Unique identifier: (B)(4). There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient experienced an rf burn on their inner forearm during an elbow exam that required a skin graft treatment. The patient was not provided with the alert ball for the entire exam and the customer did not use the entire set of ge recommended rf padding.